Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for evaluation and the issue of ventilator inoperative sounds was not duplicated by an operational check. The error code related to a ventilator inoperative condition was confirmed in the error log. The device's circuit board and blower assembly were replaced to address the issue. Device passed final testing. Section h6 coding was updated.